Event description:
Follow-up revealed the patient experienced pain at the ipg site with stimulation on and charging. The ipg was reportedly migrating towards the spine. Surgical intervention remains pending.

Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. This ipg serial number is included in a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced increased recharge burden. As a result, the patient will undergo surgical intervention.